Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2019-00368 and (B)(4) as the report is related to the same patient.

Event description:
It was reported that the intra-aortic balloon (iab) had a blocked central lumen after the guidewire has been pulled with no blood return and the staff was unable to flush or get a waveform on the pump. As a result, a second iab was used. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) had a blocked central lumen after the guidewire has been pulled with no blood return and the staff was unable to flush or get a waveform on the pump. As a result, a second iab was used. There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "unable to flush the central lumen" is not confirmed. Upon return, no damage or abnormalities were noted to the central lumen during visual inspection. The central lumen was successfully aspirated and flushed during functional testing. The device passed visual and functional test specifications. The root cause of the complaint is undetermined. Additionally, the teflon sheath was noted on the returned iab bladder membrane, which indicates the IFU was not properly followed during the removal of the iab. The IFU states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." No further action required at this time. Other remarks: see MDR# 3010532612-2019-00368 and (B)(4) as the report is related to the same patient.